Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were noted on a remote transmission. The patient was not reported to be symptomatic. The device sensed lead noise on the v sense amp leading to the episodes. Externalized conductors and lead fracture were suspected. The lead was capped and replaced with a competitor lead on (B)(6) 2018. Patient is fine.